Manufacturer narrative:
(B)(4). Batch # r5a976. The following information was requested, but unavailable: can you please clarify the event description of " ...and then second time fell apart and did not fire."? Did the anvil half of the handle and the cartridge half of the handle separate during the firing? Or did the firing knob fall off of the device? If yes, did any piece of the device fall into the patient? If yes, was it removed? Will all pieces be returning for device analysis? If not, were any pieces disposed of? Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 43 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. In addition, it was received a slip block piece inside of plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, ntlc75 fired once fine, and then second time fell apart and did not fire. Patient was unharmed. They opened another stapler to finish the case. There were no patient consequences reported.